Event description:
Ethicon pve35a powered vascular stapler placed across the inferior pulmonary vein in the right thoracotomy for sleeve bilobectomy on a patient with lung cancer. Stapler placed by surgeon without tension on vessel, and compression held for 10 seconds prior to firing. No extraneous staples or other debris around the vein. Staple line delivered intact but within a few minutes, the central aspect dehisced and blood loss approached 500cc while we compressed the area and placed a pledgeted suture across it. Similar episode occurred days later with same stapler, different tissue/vessel. Complete staple cartridge box, with remaining inventory, returned to company via rep. Is the product compounded? No; is the product over-the-counter? No.